Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm. Unable to test excessive no delivery alarms due to the unresponsive buttons. No moisture damage found inside the unit. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer was out jogging in the rain. It was further reported that the insulin pump had a crack and that the customer received no delivery alarm after the insulin pump got wet and went through troubleshooting but was unable to get it to work. His blood glucose level was 202 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.